Event description:
It was reported to philips the ECG measurement panel was worn. There was no patient involvement. The customer contacted the philips response center. A philips field service engineer (fse) ordered a replacement measurement connector. When the measurement connector is received, the fse will replace it to resolve the issue. The device remains with the customer.